Event description:
Healthcare professional reported "ruptured" against unknown side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, white particles on the shell, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on anterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "ruptured" against unknown side device. The device has been explanted.